Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 550 mg/dl. The customer treated the high blood glucose with insulin and delivered a bolus. Through troubleshooting, it was found that the drive support cap appeared normal, that there were no large air bubbles present along the tubing of the infusion set and that no leaks were observed. The customer declined to perform the high pressure test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.